Event description:
It was reported that the patient was no longer able to achieve pain relief. The patient underwent an explant procedure wherein the ipg was removed and part of the lead remained per physicians preference. The explanted device components were not returned.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 18855014/18855014.